Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information beyond the confirmation that the evend did not lead to consequences for the patient. Based on the available details is no case-specific evaluation possible - first of all, it is not clear from the description if the device performed an autonomous reboot or if the user power-cycled the device. A further conflict is that the serial number that was transmitted indicates a manufacturing date of 10/2014 while the ufr states a manufacturing date of 04/2015. In any case, the device was operated for more than 10 years now, status of repairs and preventive maintenance is unknown. A reboot is the specified behaviour to overcome interrupts in the processing of sw routines. The device powers briefly off to set all sw processes back to a controlled state and powers back on afterwards. The user is being alerted about the reboot by means of a corresponding alarm and - if the reboot was able to remedy the error condition - ventilation will be continued afterwards with previous settings. Given that the device indeed performed a reboot, this may have been related to lots of different triggering conditions. Imaginable would be a strong electrostatic discharge of the user during interaction with the device or another electromagnetic emission that exceeded the immunity barriers of the device. A worn internal battery must also be taken into consideration - the device performs battery tests in regular intervals, and a worn battery may lead to a failed test and reboot as well. Other scenarios would be imaginable, too - a differentiation is not possible due to lack of information. It is recommended to have the device checked by authorized personnel.

Event description:
Dräger received an ufr with the following statement: "during operation, the machine ceased functioning. The device backed to normal use after a power cycle." There was no detail in the report which would reasonably suggest that health consequences for the patient may have occurred - in fact there was no patient data in the ufr at all.